Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included melanocytic nevus, uterine bleeding, metrorrhagia, dysfunctional uterine bleeding, vaginal cyst and hypertrophic scar. Concomitant products included hydrocodone, levothyroxine, oral contraceptive nos and phentermine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ lower back"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe: hair loss"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient underwent bartholin's cyst removal ("bartholin cyst removal") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), salpingectomy (bilateral removal og fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, back pain, bartholin's cyst removal, dysmenorrhoea and uterine leiomyoma outcome was unknown and the uterine haemorrhage had resolved. The reporter considered alopecia, back pain, bartholin's cyst removal, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Concomitant condition added. Event : tumor / teratoma / cancer type: fibroids were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, levothyroxine, oral contraceptive nos and phentermine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ lower back"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2016, the patient underwent bartholin's cyst removal ("bartholin cyst removal"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hormonal changes describe: hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, back pain, bartholin's cyst removal and dysmenorrhoea outcome was unknown and the uterine haemorrhage had resolved. The reporter considered alopecia, back pain, bartholin's cyst removal, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received: event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, reporter added, patient demographic added, essure insertion date and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), hair loss, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), back pain, uterine bleeding, dysmenorrhoea, bartholin's cyst removal, genital haemorrhage. Events onset date, events severity , concomitant drug and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.